Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is no longer responding to sound with the device. The user had benefit after implantation but there was a sudden change in hearing. The user was re-implanted.

Event description:
The recipient is no longer responding to sound with the device. The user had benefit after implantation but there was a sudden change in hearing. The user was re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is not responding to sound with the device. No trauma or accident was reported by the parents.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received yet.

Event description:
The recipient is no longer responding to sound with the device. The user had benefit after implantation but there was a sudden change in hearing. No trauma or accident was reported. No further information has been received.